Manufacturer narrative:
Under european law, pt information is considered confidential and will not be released by the hospital. Initial reporter occupation was not provided.

Event description:
It was reported that a pt sustained two burns of approximately 2 cm each on his left thumb and left thigh, after being scanned with an optima (B)(4) mr system for a lumbar exam. The pt was positioned head first and supine with the arms at the sides. Based on hospital follow up, with a pt warming questionnaire, there was no padding placed between the pt's hand and thigh or between the pt and the bore. The pt was treated with ointment, and no further medical treatment was necessary. Ge healthcare's investigation is ongoing. A follow up report will be submitted once the investigation has been completed.